Manufacturer narrative:
(B)(4). Batch # 242a18. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with no apparent damage and three ecr60b reloads were received along with the device. The reload (b) was received fully fired with the pan totally dislodge and it was broken and bent. In addition, a cartridge pan was found lodged inside the channel. The reloads (c&d) were received fully fired. The pan was removed from the channel and the device was tested for functionality with a test reload. The reload loaded as expected and the device fired, cut, and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The event reported was confirmed. The condition of the reload (b) and the cartridge pan dislodge are related to improper use of the device. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reload b: ecr60b, pan detached inside the channel, 194a10, bent and broken reload c and d: ecr60b, 194a10, fully fired.

Event description:
It was reported that during a laparoscopic colectomy, the cartridge was broken off when it was removed from the jaw after the 1st firing. The broken piece was removed, and another cartridge was attempted to load but could not. The device was used on the colon. Another device and cartridge were used to complete the case. There were no adverse consequences to the patient. No further information is available.